Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue; battery compartment. This complaint is being reported because the reported issue has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2, 15-feb-2017- correction to serial#.

Manufacturer narrative:
Date of submission (B)(6) 2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/01/2016 with the following findings: on examination, there was visable moisture corrosion in the battery compartment. The battery compartment was cracked above grip pad. On investigation, the pump not power up due to corrosion in battey compartment. Leak test failed due to battery compartment crack. Investigation confirmed/duplicated the complaint.